Manufacturer narrative:
Initial reporter phone number provided.

Event description:
During a fybroid removal procedure the window lock didn't completely lock. The morcellator control unit displayed a bad picture. There was no product returning for evaluation.

Manufacturer narrative:
Method conclusion: no product returned for evaluation. The truclear ultra reciprocating morc. 4.0 product that was reported to have malfunctioned during a procedure was not returned for evaluation. If the product is received in the future the complaint can be reopened and evaluated. Smith & nephew will continue to monitor for trends of the reported complaint condition for further occurrences. Root cause could not be determined with any confidence. (B)(4).